Event description:
The surgeon was stapling patient's lung tissue. Stapling device would not release. Surgeon kept working it until it finally released. Patient was not injured. Another stapler was used and worked well.